Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having issues with skin irritation for the last 3 weeks. Customer's blood glucose level has been over 400 mg/dl after midnight at times. Customer thinks it was because he didn't count the carbs right. Customer will be sent a tape kit.